Event description:
Repair center: alleged alarming/red light and key is the valve is sticking. Per independent repair center statement, alarming or red light and low o2 or yellow light. The key failure was that the valve manifold was sticking. Other issues were that the tie wraps were leaking.